Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly stopped during patient ventilation. No patient injury was reported.

Manufacturer narrative:
The logbook of the affected device was available for investigation. Based on the logbook entries, it can be seen that the device was running on battery power for an extended period from 3:35 a.m. To 4:28 a.m. On (B)(6) 2024, during which the battery was completely depleted, and the corresponding alarm was triggered. The next entries are from (B)(6) and the device alarmed with the message "battery failure" after startup. As specified, the device responded to a battery top voltage that was too low with the message "battery failure". Based on the available information, it is likely that the deep discharge of the battery is a result of the device being stored in a manner that was not carried out in accordance with the specifications in the IFU. Based on the analysis results, the device had a deeply discharged battery that was alarmed as per specification. In the event of a power failure or during transport, the device is powered by the internal battery to continue operation. The specified buffer time with a new and fully charged internal battery during normal ventilation (without gs500) is approximately 30 minutes. Depending on the battery capacity and battery voltage, additional alarm messages "battery low" and "battery empty" will be displayed as the battery operating time progresses. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly stopped during patient ventilation. No patient injury was reported.